Manufacturer narrative:
Problem of lead suture broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the suture on the blue with white stripe dilator is broken and frayed. The dart was not returned. Analysis revealed no damage to the suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an unknown procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the capio was pulled out from the patient, the suture broke and the needle detached. The needle was found inside the capio cage. A second uphold lite with capio slim was used to finish the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an unknown procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the capio was pulled out from the patient, the suture broke and the needle detached. The needle was found inside the capio cage. A second uphold lite with capio slim was used to finish the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.